Event description:
Information received that the head up function was not working on this bed. No injury alleged.

Manufacturer narrative:
Technician found that the head up function was not working due to a stuck valve. Replaced the head up valve to resolve this issue.